Manufacturer narrative:
On october 23, 2007, a liko distributor was allowed to view and inspect the uno 102ee involved in the reported incident. The lift had not been removed from service and a visual inspection was performed with the lift being found to be functioning properly. Facility admits that it was the improper use of the lift by the caregivers that caused the incident to occur. The reported incident could not be recreated by the facility staff.

Event description:
The facility reports, that while using an uno 102ee to transfer a resident that the caregivers brought the lift through the side of the wheelchair, causing the bottom of the lift to become unable to find the center of gravity, caught the wheelchair and flipped the lift over. Caregiver suffered back and arm pain.